Event description:
An etco2 calibration error was reported to philips healthcare stating the heartstart mrx displays etco2 calibration expired every 6 months. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.